Manufacturer narrative:
This report is associated with (B)(4) polident total action. Polident total action is marketed in the us as super poligrip denture adhesive cream.

Event description:
Allergic reaction [allergic reaction], burn in mouth [burned mouth], gum reaction [gingival reaction]. Case description: this case was reported by a dentist via call center representative and described the occurrence of allergic reaction in a female patient who received double salt dental adhesive cream (polident total action) cream (batch number lu8u, expiry date november 2019) for drug use for unknown indication. In (B)(6) 2017, the patient started polident total action. In (B)(6) 2017, an unknown time after starting polident total action, the patient experienced allergic reaction, burned mouth (serious criteria gsk medically significant) and gingival reaction. On an unknown date, the outcome of the allergic reaction, burned mouth and gingival reaction were recovered/resolved. The reporter considered the allergic reaction, burned mouth and gingival reaction to be related to polident total action. Additional information: the patient was used to adhesive creams for dentures (nos). In (B)(6) 2017, the patient tried for the first time a sample of polident total action 3d fixing given by her dentist. Following its use, the patient had a burn with gum reaction described as an allergic reaction by the dentist. After stopping polident total action 3d fixing, the events resolved